Event description:
The customer observed a false reactive alinity I toxo igg result for a patient. The following data was provided (reference range: =/<1.6 mg/dl = non-reactive; grayzone >1.6 up to 3.0 mg/dl, >3.0 mg/dl = reactive): on (B)(6) 2022 result = 0.10 mg/dl (non-reactive), on (B)(6) 2022 result = 9.10 mg/dl (reactive). On (B)(6) 2023 same patient, new laboratory (new labs reference range <1.6 iu/ml = non-reactive; grayzone >1.6-2.0 iu/ml, >2.0 iu/ml = reactive): result = <1.6 iu/ml (non-reactive). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Initial reporter phone complete entry: (B)(6). All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 7p45-22 that has a similar product distributed in the us, list number 7p45-40.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review for lot 44252be00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false reactive results were obtained, indicating that the lot generates the expected results. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg assay for lot number 44252be00 was identified.